Event description:
The rubber gasket/disposable seal with stopcock of trocar system failed.what was the original intended procedure?colostomy.device #1is this a laboratory device or laboratory test?no.